Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Lower bowel cancer. What specific surgical procedure was being performed? Sigmoid resection. What healthcare professional fired the device and what is his/her experience with the device? Dr - 15+ years experience bariatric and colorectal surgeon. Did the healthcare professional experience any issues with the device during the procedure? If so, please explain. No. Where in the green gap setting scale was the indicator located prior to firing? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unk. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible and tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Complete. Was a complete transection of the washer confirmed? Unk. Was a leak test performed? If so, what was the result? Unk. How was the leak identified? Post op bleed. How long after the initial procedure was the leak identified? Within a few hours. Can you please clarify what was meant by, ¿post op leak by the anastomosis?¿ how was the leak addressed? The patient had bleeding post op. Surgeon believed it was by the anastomosis. No transfusion was needed. Were there any staple formation issues identified at any point in patient care? No. What is the current status of the patient? Patient is doing well. Stay was longer by about 1 day.

Event description:
It was reported that following a sigmoid resection, had a post op leak by the anastomosis where the circular stapler was used. Cdh29a was the device used.